Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 50 mg/dl. The patient self-treated with food and orange juice. At an unspecified time later, the patient began to experience nausea, vomiting, and abdominal pain. Emergency medical services (ems) was called and when they arrived, the patient¿s bg meter reading was 149 mg/d while the cgm was reading low. The patient was wearing a tandem insulin pump. The patient was treated with an unspecified medication for nausea and abdominal pain and IV saline. She was transported to the emergency room (ER). At the ER, it was reported no bg meter reading was taken but the patient¿s cgm value continued to read low. The patient had a CT scan done. No further medication or treatment was provided to the patient while in the ER. The patient was discharged after approximately 3-4 hours. The patient¿s cgm was still reading low at discharge. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When emts arrived, the reported glucose values fall within the c zone of the parkes error grid was taken when the ambulance arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.